Event description:
It was reported to boston scientific corporation on 03/20/2009, that a microvasive rx locking device & biopsy cap system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, the sponge inside the cap dislodged in the scope. The procedure was completed with another microvasive rx locking device & biopsy cap system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).